Event description:
Reportedly, during pt use, the ventilator stopped ventilating along with an alarm. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Eval summary: eval of the returned ventilator was confirmed that l19 inductor on the control board was overheated and shorted causing the ventilator to malfunction. Replacing control board was resolved the issue. Although requested, pt info could not be obtained.